Event description:
The customer reported that the zipper to the main access panel is splitting apart. There was no pt injury reported.

Manufacturer narrative:
(B) (4) - zipper separated. Evaluation of the returned product shows that the panel side a zipper slider body is open. Panel side b zipper slider body is open. Window side c hook & loop is missing. (B) (4).